Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was taken to the operating room for an lvad implant. The patient was intubated via general endotracheal anesthesia and antibiotics were administered. A right ij cordis and swan had previously been placed. Cvp was 22 with pa pressure of approximately 65 - half systemic. Right ventricular (rv) function was severely decreased. After lvad was implanted there was moderate improvement of right ventricle function. The rvad impella rp was implanted. On (B)(6) 2015 the decision was made to explant the rvad. The rvad was weaned slowly down and then turned off. The patient remained stable, with central venous pressure (cvp) of 11 remained unchanged. The right ventricular function and size remain unchanged via echo, the hemodynamics were unchanged. The echo showed very mild rv dysfunction. Chest x-ray (cxr) status post lvad implant on day of surgery impression: diffuse bilateral airspace opacities the appearance of pulmonary edema. On (B)(6) 2015 cxr impression: improved pulmonary edema. Left basilar opacity, likely atelectasis with a small left pleural effusion. On (B)(6) 2016 cxr impression: mild edema with slight worsening left lower lung atelectasis/effusion with pneumonia less likely. On (B)(6) 2015 cxr impression: left basilar opacity and congestion changes similar to the previous day. On (B)(6) 2015 cxr impression: chf with worsening left pleural effusion. On (B)(6) 2015 cxr impression: possible slight interval decrease in size left pleural effusion. On (B)(6) 2015 patient had CT guided left pleural drainage. On (B)(6) 2015 post pleural drainage cxr impression: interval improvement in pulmonary edema and aeration of left lung. Residual airspace decreased in left lower lung. It was reported that the resolution of the event was (B)(6) 2015. No additional information available.